Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('allergic to molybdenum and nickel') and adnexa uteri mass ('mass in both fallopian tubes') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: prior to the essure implantation, there is no medical record in the medical reports provided of a nickel allergy test. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2018, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) and adnexa uteri mass (seriousness criteria medically significant and intervention required) with abdominal discomfort. On an unknown date, the patient experienced post procedural discomfort ("discomfort from the hernioplasty"). The patient was treated with surgery (essure removal by hysterectomy with bilateral salpingectomy). Essure was removed. At the time of the report, the allergy to metals and post procedural discomfort outcome was unknown and the adnexa uteri mass had resolved. The reporter considered adnexa uteri mass, allergy to metals and post procedural discomfort to be related to essure. The reporter commented: essure insertion was performed without informing her of any of the risks that the implant could cause or about metal allergy. Allergy test was performed after the removal of the uterus and tubes, although the damage had unfortunately already been done. The existence of a mass in both tubes was confirmed, which caused the discomfort. A hysterectomy with bilateral salpingectomy was prescribed. Once the recovery period ended, she no longer had any abdominal discomfort in the abdominal area. One year after the intervention, she does not present any clinical symptoms in the genital or lower abdominal area. Hernioplasty was performed concomitantly to the hysterectomy/ salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: allergic to molybdenum and nickel. Ultrasound pelvis - in (B)(6) 2018: mass in both fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: due to internal review term code for the event "mass in both tubes (interpreted as fallopian tube)" was specified to "mass in both fallopian tubes" and recoded to "adnexal uteri mass" (previously: fallopian tube disorder). Abdominal discomfort was considered a clinical symptom of the mass in the tube (as reported). No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('allergic to molybdenum and nickel') and fallopian tube disorder ('mass in both tubes (interpreted as fallopian tube)') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: prior to the essure implantation, there is no medical record in the medical reports provided of a nickel allergy test. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2018, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), fallopian tube disorder (seriousness criteria medically significant and intervention required) and pelvic discomfort ("problems in the abdominal area"). On an unknown date, the patient experienced post procedural discomfort ("discomfort from the hernioplasty"). The patient was treated with surgery (essure removal by hysterectomy with bilateral salpingectomy). Essure was removed. At the time of the report, the allergy to metals and post procedural discomfort outcome was unknown and the fallopian tube disorder and pelvic discomfort had resolved. The reporter considered allergy to metals, fallopian tube disorder, pelvic discomfort and post procedural discomfort to be related to essure. The reporter commented: essure insertion was performed without informing her of any of the risks that the implant could cause or about metal allergy. Allergy test was performed after the removal of the uterus and tubes, although the damage had unfortunately already been done. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: allergic to molybdenum and nickel. Ultrasound pelvis - in (B)(6) 2018: mass in both fallopian tube. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('allergic to molybdenum and nickel') and adnexa uteri mass ('mass in both fallopian tubes') in a 33-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included syncope on (B)(6) 2011, pregnancy with iud (4-week pregnancy with iud. No iud threads are seen in cervix. Tv echo: uterus with intrauterine sac of 9.5 mm with vitelline vesicle, hematoma observed in upper region and intracavitary iud) from (B)(6) 2011 to (B)(6) 2011, contusion of shoulder region (muscle paravertebral cervico-dorsal distension, cranio-occipital contusion. Ibuprofen 600, 1 every 8 hours + paracetamol 1 g, 1 tablet every 8 hours. Myolastam 1 tablet at night before bedtime.) On (B)(6) 2011, dental phlegmon (tooth pain of several days of evolution. She is currently in treatment with enantyum, 1 every 8 hours alternating with nolotil, 1 capsule every 8 hours. Tramadol 50 mg every 8 hours, rescue, along with primperam, augmentine plus 2-0-2.) On (B)(6) 2010, pregnancy with iud in 2009, genital discomfort (discomfort in suprapubic region with pricking-like pain in genitals.) In 2009, anxiety in 2009, chest pain (treated with diazepam) in 2009, traffic accident (clinical judgment: traffic accident, cervical rectification, whiplash syndrome. Ibuprofen 600 1/8h and paracetamol 500 1/8h) in 2008, parity 2, gravida ii and allergy to metals (01-apr-19 the allergy service established the existence of a reaction of the patient to nickel and molybdenum.). Prior to the essure implantation, there is no medical record in the medical reports provided of a nickel allergy test. Concurrent conditions included whiplash injury since 2008. Concomitant products included desogestrel (cerazet) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced accident ("casual fall in stairs") and contusion ("left hip contusion"), 2 months 20 days after insertion of essure. On (B)(6) 2014, the patient was found to have weight decreased ("weight loss") and experienced depression ("depression"), decreased appetite ("lack of appetite") and insomnia ("insomnia"). On (B)(6) 2014, the patient experienced asthenia ("asthenia"). On (B)(6) 2014, the patient experienced adjustment disorder ("adaptation disorder / mild anxious symptomatology reactive to stressful life situations"). On (B)(6) 2014, the patient experienced pharyngitis ("pharyngitis"). On (B)(6) 2015, the patient experienced dysuria ("dysuria"), pollakiuria ("pollakiuria"), bladder spasm ("vesical tenesmus") and urinary tract infection ("urinary tract infection"). On (B)(6) 2015, the patient experienced cystitis ("cystitis"). On (B)(6) 2015, the patient experienced abdominal pain ("abdominal pain"). On(B)(6) 2015, the patient experienced gingivitis ("gingivitis"). On (B)(6) 2015, the patient experienced breast pain ("bilateral breast pain"). On (B)(6) 2015, the patient experienced breast discomfort ("discomfort in both breasts"). On (B)(6) 2016, the patient experienced anal fissure ("chronic anal fissure"), astigmatism ("astigmatism"), myopia ("myopia") and vitreous floaters ("flying flies"). On (B)(6) 2016, the patient experienced proctalgia ("anal pain"). On (B)(6) 2016, the patient experienced vertigo ("vertigo / dizziness with sensation of turning of objects and nausea"). In (B)(6) 2018, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) and adnexa uteri mass (seriousness criteria medically significant and intervention required) with abdominal discomfort. On an unknown date, the patient experienced post procedural discomfort ("discomfort from the hernioplasty"). The patient was treated with acetylcysteine, amoxicillin (amoxicilin rnp), ascorbic acid, clindamycin phosphate (clindamicin), codeine, codeine;paracetamol (cod efferalgan), dexketoprofen, dexketoprofen trometamol (enantyum), fosfomycin, fosfomycin trometamol, hyoscine butylbromide (buscapina), metamizole, omeprazole, paracetamol, sulpiride and surgery (essure removal by hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the allergy to metals, post procedural discomfort, accident, contusion, weight decreased, depression, decreased appetite, insomnia, asthenia, adjustment disorder, pharyngitis, dysuria, pollakiuria, bladder spasm, urinary tract infection, cystitis, gingivitis, breast pain, breast discomfort, anal fissure, proctalgia, astigmatism, myopia, vitreous floaters and vertigo outcome was unknown, the adnexa uteri mass had resolved and the abdominal pain had not resolved. The reporter provided no causality assessment for abdominal pain, accident, adjustment disorder, anal fissure, asthenia, astigmatism, bladder spasm, breast discomfort, breast pain, contusion, cystitis, decreased appetite, depression, dysuria, gingivitis, insomnia, myopia, pharyngitis, pollakiuria, proctalgia, urinary tract infection, vertigo, vitreous floaters and weight decreased with essure. The reporter considered adnexa uteri mass, allergy to metals and post procedural discomfort to be related to essure. No further causality assessment were provided for the product. The reporter commented: essure insertion was performed without informing her of any of the risks that the implant could cause or about metal allergy. Allergy test was performed after the removal of the uterus and tubes, although the damage had unfortunately already been done. The existence of a mass in both tubes was confirmed, which caused the discomfort. A hysterectomy with bilateral salpingectomy was prescribed. Once the recovery period ended, she no longer had any abdominal discomfort in the abdominal area. One year after the intervention, she does not present any clinical symptoms in the genital or lower abdominal area. Hernioplasty was performed concomitantly to the hysterectomy/ salpingectomy. On follow-up: insertion details: on 06-feb-12, permanent tubal occlusion by hsc was carried out, essure, iud extraction. Endoscopic diagnosis compatible with pseudodecidual endometrium (iatrogenic). Diagnostic/therapeutic intervention carried out normally, no complications. Removal details: on 15-feb-19, hysterectomy and bilateral salpingectomy (laparoscopy) diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: allergic to molybdenum and nickel. Blood creatine phosphokinase (30 - 167 u/l) - on (B)(6) 2014: 28 u/l. Culture - on (B)(6) 2015: 100.000 cfu/ml of: escherichia coli. Cytology - on (B)(6) 2015: negative for epithelial lesion or malignity. Reactive cell changes associated to inflammation. Gynaecological examination - on (B)(6) 2012: check-up. Essure normally inserted. Discharged. Ultrasound pelvis - in (B)(6) 2018: mass in both fallopian tubes. X-ray - on (B)(6) 2012: hip and pelvis x-ray without fractures; on (B)(6) 2012: lineal images of metallic density on both sides of pelvis compatible with contraceptive material.; on (B)(6) 2015: normal luminogram. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 22-feb-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('allergic to molybdenum and nickel') and adnexa uteri mass ('mass in both fallopian tubes') in a 33-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included syncope on (B)(6) 2011, pregnancy with iud (4-week pregnancy with iud. No iud threads are seen in cervix. Tv echo: uterus with intrauterine sac of 9.5 mm with vitelline vesicle, hematoma observed in upper region and intracavitary iud) from (B)(6) 2011 to (B)(6) 2011, contusion of shoulder region (muscle paravertebral cervico-dorsal distension, cranio-occipital contusion. Ibuprofen 600, 1 every 8 hours + paracetamol 1 g, 1 tablet every 8 hours. Myolastam 1 tablet at night before bedtime.) On (B)(6) 2011, dental phlegmon (tooth pain of several days of evolution. She is currently in treatment with enantyum, 1 every 8 hours alternating with nolotil, 1 capsule every 8 hours. Tramadol 50 mg every 8 hours, rescue, along with primperam, augmentine plus 2-0-2.) On (B)(6) 2010, pregnancy with iud in 2009, genital discomfort (discomfort in suprapubic region with pricking-like pain in genitals.) In 2009, anxiety in 2009, chest pain (treated with diazepam) in 2009, traffic accident (clinical judgment: traffic accident, cervical rectification, whiplash syndrome. Ibuprofen 600 1/8h and paracetamol 500 1/8h) in 2008, parity 2, gravida ii and allergy to metals ((B)(6) 2019 the allergy service established the existence of a reaction of the patient to nickel and molybdenum.). Prior to the essure implantation, there is no medical record in the medical reports provided of a nickel allergy test. Concurrent conditions included whiplash injury since 2008. Concomitant products included desogestrel (cerazet) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced fall ("casual fall in stairs") and contusion ("left hip contusion"), 2 months 20 days after insertion of essure. On (B)(6) 2014, the patient was found to have weight decreased ("weight loss") and experienced depression ("depression"), decreased appetite ("lack of appetite") and insomnia ("insomnia"). On (B)(6) 2014, the patient experienced asthenia ("asthenia"). On (B)(6) -2014, the patient experienced adjustment disorder ("adaptation disorder / mild anxious symptomatology reactive to stressful life situations"). On (B)(6) 2014, the patient experienced pharyngitis ("pharyngitis"). On (B)(6) 2015, the patient experienced dysuria ("dysuria"), pollakiuria ("pollakiuria"), bladder spasm ("vesical tenesmus") and urinary tract infection ("urinary tract infection"). On (B)(6) 2015, the patient experienced cystitis ("cystitis"). On (B)(6) 2015, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2015, the patient experienced gingivitis ("gingivitis"). On (B)(6) 2015, the patient experienced breast pain ("bilateral breast pain"). On (B)(6) 2015, the patient experienced breast discomfort ("discomfort in both breasts"). On (B)(6) 2016, the patient experienced anal fissure ("chronic anal fissure"), astigmatism ("astigmatism"), myopia ("myopia") and vitreous floaters ("flying flies"). On (B)(6) 2016, the patient experienced proctalgia ("anal pain"). On (B)(6) 2016, the patient experienced vertigo ("vertigo / dizziness with sensation of turning of objects and nausea"). In (B)(6) 2018, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) and adnexa uteri mass (seriousness criteria medically significant and intervention required) with abdominal discomfort. On an unknown date, the patient experienced post procedural discomfort ("discomfort from the hernioplasty"). The patient was treated with acetylcysteine, amoxicillin (amoxicilin rnp), ascorbic acid, clindamycin hydrochloride (dalacin), clindamycin phosphate (clindamicin), codeine, codeine phosphate;paracetamol (paracetamol codeine), dexketoprofen, dexketoprofen trometamol (enantyum), fosfomycin, fosfomycin trometamol, hyoscine butylbromide (buscapina), ibuprofen, metamizole, omeprazole, paracetamol, prednisone, sulpiride and surgery (essure removal by hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the allergy to metals, post procedural discomfort, fall, contusion, weight decreased, depression, decreased appetite, insomnia, asthenia, adjustment disorder, pharyngitis, dysuria, pollakiuria, bladder spasm, urinary tract infection, cystitis, gingivitis, breast pain, breast discomfort, anal fissure, proctalgia, astigmatism, myopia, vitreous floaters and vertigo outcome was unknown, the adnexa uteri mass had resolved and the abdominal pain had not resolved. The reporter provided no causality assessment for abdominal pain, adjustment disorder, anal fissure, asthenia, astigmatism, bladder spasm, breast discomfort, breast pain, contusion, cystitis, decreased appetite, depression, dysuria, fall, gingivitis, insomnia, myopia, pharyngitis, pollakiuria, proctalgia, urinary tract infection, vertigo, vitreous floaters and weight decreased with essure. The reporter considered adnexa uteri mass, allergy to metals and post procedural discomfort to be related to essure. The reporter commented: essure insertion was performed without informing her of any of the risks that the implant could cause or about metal allergy. Allergy test was performed after the removal of the uterus and tubes, although the damage had unfortunately already been done. The existence of a mass in both tubes was confirmed, which caused the discomfort. A hysterectomy with bilateral salpingectomy was prescribed. Once the recovery period ended, she no longer had any abdominal discomfort in the abdominal area. One year after the intervention, she does not present any clinical symptoms in the genital or lower abdominal area. Hernioplasty was performed concomitantly to the hysterectomy/ salpingectomy. On follow-up: insertion details: on (B)(6) 2012, permanent tubal occlusion by hsc was carried out, essure, iud extraction. Endoscopic diagnosis compatible with pseudodecidual endometrium (iatrogenic). Diagnostic/therapeutic intervention carried out normally, no complications. Removal details: on (B)(6) 2019, hysterectomy and bilateral salpingectomy (laparoscopy) . Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: allergic to molybdenum and nickel. Blood creatine phosphokinase (30 - 167 u/l) - on (B)(6) 2014: 28 u/l. Culture - on (B)(6) 2015: 100.000 cfu/ml of: escherichia coli. Cytology - on (B)(6) 2015: negative for epithelial lesion or malignity. Reactive cell changes associated to inflammation.. Gynaecological examination - on (B)(6) 2012: check-up. Essure normally inserted. Discharged. Ultrasound pelvis - in (B)(6) 2018: mass in both fallopian tubes. X-ray - on (B)(6) 2012: hip and pelvis x-ray without fractures; on (B)(6) 2012: lineal images of metallic density on both sides of pelvis compatible with contraceptive material.; on (B)(6) 2015: normal luminogram. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-feb-2022: patient information (dob) added; essure information updated; adverse events "casual fall in stairs", "left hip contusion", "weight loss", "depression", "lack of appetite", "insomnia", "asthenia", "adaptation disorder / mild anxious symptomatology reactive to stressful life situations", "pharyngitis", "dysuria", "pollakiuria", "vesical tenesmus", "urinary tract infection", "cystitis", "abdominal pain", "gingivitis", "bilateral breast pain", "discomfort in both breasts", "chronic anal fissure", "anal pain", "astigmatism", "myopia", "flying flies", "vertigo / dizziness with sensation of turning of objects and nausea" added to the case. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('allergic to molybdenum and nickel') and fallopian tube disorder ('mass in both tubes (interpreted as fallopian tube)') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: prior to the essure implantation, there is no medical record in the medical reports provided of a nickel allergy test. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2018, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), fallopian tube disorder (seriousness criteria medically significant and intervention required) and pelvic discomfort ("problems in the abdominal area"). On an unknown date, the patient experienced post procedural discomfort ("discomfort from the hernioplasty"). The patient was treated with surgery (essure removal by hysterectomy with bilateral salpingectomy). Essure was removed. At the time of the report, the allergy to metals and post procedural discomfort outcome was unknown and the fallopian tube disorder and pelvic discomfort had resolved. The reporter considered allergy to metals, fallopian tube disorder, pelvic discomfort and post procedural discomfort to be related to essure. The reporter commented: essure insertion was performed without informing her of any of the risks that the implant could cause or about metal allergy. Allergy test was performed after the removal of the uterus and tubes, although the damage had unfortunately already been done. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: allergic to molybdenum and nickel. Ultrasound pelvis - in (B)(6) 2018: mass in both fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-oct-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.